Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: 1/13/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received cut with scratches and a large lens tear was observed, which can be attributed to handling. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed one complaint from this production order number, however the reported issue is unrelated this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 model intraocular lens(iol) was implanted into patient's left eye and removed in the same procedure due to a crease in the lens. The procedure was completed successfully using a backup lens of same model and diopter. There was no medical or surgical intervention required. Patient was doing well when discharged. No further information available.